Event description:
It was reported that the pump touch screen was on, but the display remained black with a white vertical line appearing at the top right corner. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer, was advised to use manual daily injections as a backup therapy.